Manufacturer narrative:
(B)(4). The device involved in this complaint has not been returned to the manufacturer at the time of this report. The investigation into this complaint is still in progress.

Event description:
Customer complaint alleges that the device "was found to be incomplete when in the patient's airway ". It was reported there was no patient injury. It was reported there was medical intervention. Medical intervention detail was not provided.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that the airway tube was discolored and the connector was broken. Upon closer examination it was discovered that there were jagged edges on the broken connector. The jagged edges where the connector split appeared to be ruptured by force. A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. The concentration of detergent and holding time of the autoclaving setting were unknown. A concentrated detergent or overrun holding time in the autoclave could have adversely impacted the sturdiness of the connector. Per the IFU recommendation, process the lma proseal with a mild detergent such as enzymatic cleaning agents with autoclaving time (hold time) of 10 minutes at 134 degrees c.

Event description:
Customer complaint alleges that the device "was found to be incomplete when in the patient's airway ". It was reported there was no patient injury. It was reported there was medical intervention. Medical intervention detail was not provided.